Event description:
It was reported that the devices were used during a laparoscopic appendectomy procedure; they would not fire. It is unknown how the case was completed. There was no consequence to pt.